Event description:
It was reported that there was a small hole in drape near plate, causing contamination to saline. Saline used to prime perfusion pump liner prior to knowledge of hole, perfusion pump had to be broken down and set up again, contaminated areas were replaced. No patient injuries, infections or complications were reported.